Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultraverse 035 pta dilatation catheter was returned for evaluation. No specific anomalies noted during the visual evaluation. On the functional evaluation, an in-house syringe was used to run water through the inflation luer and water was noted to be leaking under the strain relief. The strain relief was removed and once again the water was streaming from the proximal end of the y-body. Under microscopic observation it was noted a partial circumferential break at the proximal bond joint of the catheter and y-body. No other functional testing was performed. Therefore, the investigation for the reported leak was confirmed as the device leaks from the strain relief during the functional testing. The investigation was also confirmed for the identified bond joint break as partial circumferential break at the proximal bond joint of the catheter and y-body observed under microscopic observation. During the microscopic observation it was noted a partial circumferential break at the proximal bond joint of catheter and y-body which might lead to the reported leak. A definitive root cause for the reported leak and identified bond joint break could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 02/2024).

Event description:
It was reported that prior to an angioplasty procedure, leak occurred at the proximal hub, where the catheter meets the y-connector upon inflating the balloon. The procedure was completed using another device. There was no patient contact.